Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired, and the anvil clamping mechanism was deformed. Functionally, the reload was the loaded onto the subject instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. The reload interlock was tested and was found to function properly. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Deformed anvil clamping mechanism may occur either by firing over tissue that is beyond the recommended thickness range or by firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve procedure, after firing, the reload could not be removed from the handle. To resolve the issue, the surgeon opened another handle to finish the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the anvil clamping mechanism was deformed. The firing knobs were fully retracted and the reload's jaws were opened.